Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an error message , volume near completed occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a error message "volume near completed" was verified. A review of the event history log revealed ¿ volume near completed¿¿. Bag near empty alert .a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Per the spectrum iq operator's manual, a "bag near empty" alarm displays when there is less than or equal to 30 minutes of the programmed infusion time remaining in the currently programmed infusion. A "bag near empty" alert does not stop a running pump. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.